Event description:
It was reported that during a synfix procedure at l5-s1, the surgeon was distracting the vertebral body using the vertebral body spreader and the pin in the spreader fell out. The pin was retrieved and discarded.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the ratchet spindle was no longer attached to the handle, although it was secured with a laser weld. The spreader corresponded to the drawing and processes at the time of manufacture. It was concluded that too much force was applied to the weld, causing it to break and release the screw. This complaint is deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.